Event description:
Generator product analysis (pa) was completed. The reported "higher stimulation" was not verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. As-received, the generator was at a near end-of-service (neos) condition.

Event description:
Explanted generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent vns generator replacement due to normal battery depletion. System diagnostics were performed on the old generator and the events and trends section indicated that the autostimulation had been working until right before the surgery even though the generator was in an eos pulse disabled condition. There was no reported health hazard prior to the surgery. The suspect generator has not been received to date. No additional relevant information has been received to date.